Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the seal of the event unit and the torn off piece of the septum were returned for evaluation. Upon inspection, engineering confirmed the septum was torn. No other damages or defects were noted. A review of the manufacturing records for this lot could not be performed because no lot number was provided. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Event description:
Laparoscopic prostatectomy - "this is the complaint from the market. During procedure, broken piece of the septum fell in the body. It was collected from the body by the user. (B)(4) checked the duckbill and the septum. As a result, we found that the septum was broken." Patient status: the patient was not injured.